Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that customer was using endofresh a as an otorhinolaryngological fiber that had been expired for more than a year. According to customer, all the rhino-laryngo videoscopes owned by the facility might had used endofresh that had expired. The issue was found during reprocessing of the subject device ((rhino-laryngo videoscope). The intended procedure was completed using the same set of equipment. There were no reports of patient or user harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reprocessing with expired cleanser was use error. The event can be detected/prevented by following the instructions for use which state: ¿chapter 3: use a medical neutral low-foaming detergent. Follow the instructions provided by the detergent manufacturer regarding concentration, temperature, soak time, expiration date. Please contact olympus for concrete detergent solution.¿ olympus will continue to monitor field performance for this device.